Event description:
It was reported that the metal electrode fell off inside the patient. It was further reported that it was retrieved. A couple of minutes of delay were reported with no adverse consequences to the patient.

Manufacturer narrative:
The product was returned for investigation. The tip breaking (electrode) condition was confirmed. The missing flower shaped electrode portion was returned for evaluation. The rest of the electrode was visible inside the ceramic tip. The ceramic was intentionally broken to deep evaluate the electrode's breakage. It was observed that the leg of the electrode was still inside the ceramic tip. Visual wear marks were observed on the ceramic , lumen and insulation. The wear marks observed on the insulation were concentrated on the front of the probe. Scratch wear marks with a pointy object were observed on the ceramic and lumen. No visual wear marks were observed on the opposite side of the probe's insulation. The device history record of this lot was reviewed. There were no discrepancies observed that could contribute to this condition. However, an investigation was generated after an increase in tip breaking condition including this part number was observed. Probable root causes for the reported condition can be associated, but are not limited to non conforming component, poor assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the metal electrode fell off inside the patient. It was further reported that it was retrieved. A couple of minutes of delay were reported with no adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.